Event description:
(B)(4). Event took place in (B)(6), device is marketed in the us. (B)(4). During laparoscopic intervention (gynecology) the trokasys (5, 5mm) broke apart. Patient's bmi is (B)(6). Investigations resulted in the conclusion the device was overburdened by user / patient. This device is not labeled to withstand obese patients.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the affected device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. The patient has a body mass index of (B)(6). The trokasys broke due to overburdening. If no further information is available allowing pajunk to determine another root cause, the file is considered as closed.